Manufacturer narrative:
Investigation is ongoing. The device was discarded at the facility.

Event description:
During the trans-subclavian tavr for a 23mm sapien 3 valve, damage in access vessel was observed. As there was dissection in terminal aorta, left subclavian access was chosen. When the esheath was inserted, there was little resistance and catheter site was damaged. After the valve was implanted and the device was removed, the damage was surgically repaired. Per the follow-up, there was no damage to the esheath.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The esheath introducer was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: the IFU for sapien 3, device preparation training manual, device procedural training manual, and the subclavian and transaxillary supplemental procedural manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty introducing sheath was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the complaint description, "when the esheath was inserted, there was little resistance, and the catheter site was damaged". In addition, it was reported that the patient's access vessel had the presence of mild tortuosity and calcification. Per the training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification". Calcification can create a constrained condition for the sheath and lead to increased friction during insertion. Similarly, tortuosity can lead to non-coaxial alignment between the sheath and the vessel, further contributing to the reported insertion difficulty. In this case, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. However, a conclusive root cause is unable to be determined at this time

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference the related manufacturer report no: 2015691-2022 07966. Correction to h10: the below statement was inadvertently left off of the original medwatch submission. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.